Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6) batch/lot number: 5091747 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4) model number/catalog number: sc-2317-50 serial number:(B)(6) batch/lot number: 7073336 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4).